Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to resolve the issue. Additionally, there was lines going through the pump touchscreen. Blood glucose was 165 mg/dl.